Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported the pt had passed away on (B)(6) 2014 from cardiac arrest. She stated that this was not cycler related and that the pt was not on the cycler at the time of death. No further info available.